Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump buttons worn out and pump screen is scratched making it difficult to read. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn. Troubleshooting was performed for cosmetic damage on pump and identified scratech on the display and pump functionality is impacted but customer was able to read the display. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 3. Section b5 - updated the summary: 4. Section h6 - removed health effect - clinical codes 4582 for health effect - impact code. 2199 5. Section h6 - added health effect - clinical codes 1912 for health effect - impact code 2199. 4. Section h6 - added medical device problem code 1311 for reason for report code da050800. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer reported the pump was not suspending the delivery when it was going low, and the customer experienced hypoglycemia.